Event description:
It was reported that the patient presented for a generator change. A high threshold was noted on the right ventricular (rv) lead. The patient is dependent. An insulation breach was noticed on the rv lead when the pocket was opened. The physician was unsure if the lead could be repaired, so the rv lead was capped, and a new lead was successfully implanted on (B)(6) 2024. The patient was stable before, during, and after the procedure.